Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. Two follow-up attempts were made by customer care (cc) to obtain additional information; however, the patient was unavailable for answering questions. The patient reported that the alleged meter inaccuracy began 1 or 2 months ago, approximately around (B)(6) 2021, at an unspecified time. The patient reported that since that time she obtained alleged inaccurate high blood glucose readings of ¿over 500 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (4 times a day 10-15 units humalog and 3 times a day 48 units lantus) and she stated that she took extra insulin (unspecified amount) twice in response to the alleged issue. The patient denied developing any symptoms due to the alleged issue. At an unspecified time after the patient took increased amounts of insulin, she obtained a reading of ¿in the 20¿s mg/dl¿ on another unspecified meter. It was not specified if the patient received treatment for the reported low result obtained on the other unspecified meter. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The cca established that the patient had disposed the subject test strip vial and could therefore not document the lot number. At the time of the call the patient did not specify if the control solution result was in range. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.